Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges device exploded in his hand. He stated that meter heated up while he was testing then exploded and burned his left hand in 3 spots. Customer did not seek medical treatment for the burns. He stated that the display and back of the meter are burned. Requested return of the alleged device for evaluation and replacement was sent.